Manufacturer narrative:
On december 05, 2023, mentor received the following additional information. The date of event was updated to (B)(6) 2018 as information provided the patient had a mammogram in approximately 2018 in which the breast lump was identified. During an in-office visit with a medical professional, she was diagnosed bilateral implant rippling and bilateral breast ptosis in addition to the deflated right breast implant. As an event for the contralateral sided was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-15081 for the contralateral event. On december 12, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 350cc mentor smooth round moderate profile saline breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had a breast lump and mammogram imaging was conducted. No further information was provided. Subsequently, during an in-office visit with a medical professional, she was diagnosed with a deflated right breast implant. As a result, the patient underwent breast implant removal on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, breast mass manufacturer¿s reference number: (B)(4).